Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was noise, inhibited pacing, and an apparent lead fracture on the right ventricular lead. The lead was capped and replaced. No further patient complications were reported as a result of this event.